Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. Only the stent and protective sheath were returned. There was no blood or contrast visible. The stent implant was inside the protective sheath. The distal end of the stent implant was 1.3 cm proximal to the distal end of the protective sheath. There was no damage noted to the stent implant or sheath. A snap gauge was used to measure the outer diameters of the stent implant. The measurements were oversized and did not meet manufacturing criteria. The inner diameter of the flared end of the protective sheath was measured with pin gauges. A .050 inch pin gauge was used. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis noted that only the stent implant and protective sheath were returned for evaluation with no blood or contrast visible, which is consistent with the reported info that the product was not used in the procedure. The stent implant was returned inside the protective sheath with the distal end of the stent 1.3 cm proximal to the distal end of the protective sheath. There was no noted damage to the stent implant or sheath. The inner diameter of the flared end of the protective sheath was measured and met manufacturing criteria. The stent implant outer diameters were measured and were noted to be oversized. This is consistent with the stent dislodging and expanding as it traveled over the balloon shoulders/markers. Potential causes for stent dislodgement prior to insertion into the pt's anatomy, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. To help ensure this type of issue is not the result of a manufacturing deficiency, all delivery system (sds) are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Return of the vision sds used during the procedure may have aided in the evaluation and determination of cause for the reported stent dislodgement. In this case, it is possible that handling of the product during unpacking contributed to the reported stent dislodgement. A conclusive cause for the reported stent dislodgement could not be determined, and the noted oversized stent appears to be related to the operational context of the product. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged during unpacking. The stent was found inside the orange plastic sleeve. The device was not used on the pt. No additional info is available.